Event description:
It was reported that the arctic sun device was failing calibration for not cooling (expected value was 6 and actual value was. 28). A check of the diagnostics showed chiller temperature (t4) was below 10c. They discussed this was indicative of a failed mixing pump. The device was under extended warranty. Per sample evaluation results received via task on (B)(6)2024, it was reported that the arctic sun device would not autofill . Circulation pump motor had seizing or dried out motor bearing and tank seals were lifted from tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.